Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi is for the 2019 revision for aseptic loosening. In an article in arthroplasty today 24 (2023) 101256, "adverse local tissue reaction secondary to corrosion at multiple junctions in a modular, segmental, distal femoral replacement," a case study is made of a female patient. Reported history: eft primary tka in 1982, which was revised multiple times for aseptic loosening (2005 revision tka, 2018 revision to dfr, 2019 revision to proximal tibia replacement).